Event description:
The account alleges that post transeptal puncture for a pulmonary vein isolation [pvi] procedure, a transesophageal echo [tee] was ordered to determine the cause of blood pressure changes in the patient. The tee accurately identified pericardial effusion/fluid collecting within the patient's pericardial sac. A pericardiocentesis was successfully performed to prevent cardiac tamponade for this patient. The physician states that cardiac tamponade is a known complication of transseptal puncture procedure which was a difficult procedure for this patient. No additional patient complications to report. The device was discarded.

Manufacturer narrative:
The suspect device will not be returning for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be reopened.